Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was over 600 mg/dl. The customer was using a recalled infusion set and was flying on an airplane prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.